Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angio image was obtained indicating positioning of the radiopaque lock is further from the artery likely due to puncturing the inguinal ligament, disrupting the angle of deployment. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micro puncture were utilized to gain a higher positioned access, although the inguinal ligament was punctured. The arteriotomy was 7.0mm with the smallest point below 6mm, mild calcification, and a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing procedure sheaths. Thirty minutes prior to closure activated clotting time was 338. Following deployment, pulsatile bleeding was present at the access site, and a post angiogram revealed an occlusion. Balloon inflation was applied to restore flow, however, pulsatile bleeding continued. The patient was transferred to the or, and the vascular surgeon was called in to stop the bleed, explant manta and repair the vessel. During the surgical intervention the surgeon noted the state of the vessel health was poor and thought the manta anchor got caught, was not seated properly, prior to deploying the collagen plug (collagen, anchor, suture, and radiopaque lock) since the collagen plug was seen completely within the vessel during cut down. Therefore, the root cause of the bleeding post-deployment requiring surgical intervention is likely due to poor vessel conditions likely allowing the manta anchor to get caught and was unable to seat properly, prior to deploying the collagen plug, potentially causing the manta implant not to catch on the vessel wall properly, causing an ineffective seal at the access site. The instructions for use posts warning do not use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The IFU additionally warns do not use manta if the target common femoral artery lumen is <6mm for the 18f manta, whether due to intrinsic vessel size or stenosis from any cause. Per the IFU, procedure preparations indicate to confirm via femoral arteriogram, vessel size =6mm for 18f and evidence of adequate blood flow; and activated clotting time (act) should be below 250 seconds prior to closure. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: "manta device did not create hemostasis - collagen was deployed in the vessel. The vessel was partially occluded. Operator went in lfa with a balloon up and over to access site to restore femoral flow. There was still bleeding at site after flow was restored. Patient sent to or to stop bleeding and repair vessel.". Additional information on the 13jan2023, during a tavi procedure on (B)(6) 2023, single access was gained utilizing micro puncture and ultrasound in the right common femoral artery. It was reported that the cfa access position was high, and the inguinal ligament was punctured. Vessel size was 7mm. Manta depth was measured as 5+1cm and there were no issues advancing or withdrawing procedural sheaths. Act was 338 prior to closure. Post deployment pulsatile bleeding was noted. An angiogram revealed an occlusion. A balloon restored flow, but there was still bleeding at the access site. The patient was sent to or to stop the bleeding and repair the vessel. The manta was explanted. The vascular surgeon reported , "the state of the vessel health wasn't great. However , the anchor got caught and wasn't seated before collagen was deployed as it was all completely in the vessel when they cut down to take a look." The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angio image was obtained indicating positioning of the radiopaque lock is further from the artery likely due to puncturing the inguinal ligament, disrupting the angle of deployment. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micro puncture were utilized to gain a higher positioned access, although the inguinal ligament was punctured. The arteriotomy was 7.0mm with the smallest point below 6mm, mild calcification, and a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing procedure sheaths. Thirty minutes prior to closure activated clotting time was 338. Following deployment, pulsatile bleeding was present at the access site, and a post angiogram revealed an occlusion. Balloon inflation was applied to restore flow, however, pulsatile bleeding continued. The patient was transferred to the or, and the vascular surgeon was called in to stop the bleed, explant manta and repair the vessel. During the surgical intervention the surgeon noted the state of the vessel health was poor and thought the manta anchor got caught, was not seated properly, prior to deploying the collagen plug (collagen, anchor, suture, and radiopaque lock) since the collagen plug was seen completely within the vessel during cut down. Therefore, the root cause of the bleeding post-deployment requiring surgical intervention is likely due to poor vessel conditions likely allowing the manta anchor to get caught and was unable to seat properly, prior to deploying the collagen plug, potentially causing the manta implant not to catch on the vessel wall properly, causing an ineffective seal at the access site. The instructions for use posts warning do not use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The IFU additionally warns do not use manta if the target common femoral artery lumen is <6mm for the 18f manta, whether due to intrinsic vessel size or stenosis from any cause. Per the IFU, procedure preparations indicate to confirm via femoral arteriogram, vessel size =6mm for 18f and evidence of adequate blood flow; and activated clotting time (act) should be below 250 seconds prior to closure. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: correction to add UDI # (B)(4).

Event description:
It was reported that: "manta device did not create hemostasis - collagen was deployed in the vessel. The vessel was partially occluded. Operator went in lfa with a balloon up and over to access site to restore femoral flow. There was still bleeding at site after flow was restored. Patient sent to or to stop bleeding and repair vessel." Additional information on the 13jan2023, during a tavi procedure on (B)(6) 2023, single access was gained utilizing micro puncture and ultrasound in the right common femoral artery. It was reported that the cfa access position was high, and the inguinal ligament was punctured. Vessel size was 7mm. Manta depth was measured as 5+1cm and there were no issues advancing or withdrawing procedural sheaths. Act was 338 prior to closure. Post deployment pulsatile bleeding was noted. An angiogram revealed an occlusion. A balloon restored flow, but there was still bleeding at the access site. The patient was sent to or to stop the bleeding and repair the vessel. The manta was explanted. The vascular surgeon reported , "the state of the vessel health wasn't great. However , the anchor got caught and wasn't seated before collagen was deployed as it was all completely in the vessel when they cut down to take a look." The patient was reported as fine post procedure.

Event description:
It was reported that: "manta device did not create hemostasis - collagen was deployed in the vessel. The vessel was partially occluded. Operator went in lfa with a balloon up and over to access site to restore femoral flow. There was still bleeding at site after flow was restored. Patient sent to or to stop bleeding and repair vessel." Additional information on the 13jan2023, during a tavi procedure on 12jan2023, single access was gained utilizing micro puncture and ultrasound in the right common femoral artery. It was reported that the cfa access position was high, and the inguinal ligament was punctured. Vessel size was 7mm. Manta depth was measured as 5+1cm and there were no issues advancing or withdrawing procedural sheaths. Act was 338 prior to closure. Post deployment pulsatile bleeding was noted. An angiogram revealed an occlusion. A balloon restored flow, but there was still bleeding at the access site. The patient was sent to or to stop the bleeding and repair the vessel. The manta was explanted. The vascular surgeon reported , "the state of the vessel health wasn't great. However , the anchor got caught and wasn't seated before collagen was deployed as it was all completely in the vessel when they cut down to take a look." The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. An angio image was obtained indicating positioning of the radiopaque lock is further from the artery likely due to puncturing the inguinal ligament, disrupting the angle of deployment. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f manta was deployed for closure in the right common femoral artery. Ultrasound and micro puncture were utilized to gain a higher positioned access, although the inguinal ligament was punctured. The arteriotomy was 7.0mm with the smallest point below 6mm, mild calcification, and a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing procedure sheaths. Thirty minutes prior to closure activated clotting time was 338. Following deployment, pulsatile bleeding was present at the access site, and a post angiogram revealed an occlusion. Balloon inflation was applied to restore flow, however, pulsatile bleeding continued. The patient was transferred to the or, and the vascular surgeon was called in to stop the bleed, explant manta and repair the vessel. During the surgical intervention the surgeon noted the state of the vessel health was poor and thought the manta anchor got caught, was not seated properly, prior to deploying the collagen plug (collagen, anchor, suture, and radiopaque lock) since the collagen plug was seen completely within the vessel during cut down. Therefore, the root cause of the bleeding post-deployment requiring surgical intervention is likely due to poor vessel conditions likely allowing the manta anchor to get caught and was unable to seat properly, prior to deploying the collagen plug, potentially causing the manta implant not to catch on the vessel wall properly, causing an ineffective seal at the access site. The instructions for use posts warning do not use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. The IFU additionally warns do not use manta if the target common femoral artery lumen is <6mm for the 18f manta, whether due to intrinsic vessel size or stenosis from any cause. Per the IFU, procedure preparations indicate to confirm via femoral arteriogram, vessel size =6mm for 18f and evidence of adequate blood flow; and activated clotting time (act) should be below 250 seconds prior to closure. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: "manta device did not create hemostasis - collagen was deployed in the vessel. The vessel was partially occluded. Operator went in lfa with a balloon up and over to access site to restore femoral flow. There was still bleeding at site after flow was restored. Patient sent to or to stop bleeding and repair vessel." Additional information on the 13jan2023, during a tavi procedure on (B)(6) 2023 single access was gained utilizing micro puncture and ultrasound in the right common femoral artery. It was reported that the cfa access position was high, and the inguinal ligament was punctured. Vessel size was 7mm. Manta depth was measured as 5+1cm and there were no issues advancing or withdrawing procedural sheaths. Act was 338 prior to closure. Post deployment pulsatile bleeding was noted. An angiogram revealed an occlusion. A balloon restored flow, but there was still bleeding at the access site. The patient was sent to or to stop the bleeding and repair the vessel. The manta was explanted. The vascular surgeon reported , "the state of the vessel health wasn't great. However , the anchor got caught and wasn't seated before collagen was deployed as it was all completely in the vessel when they cut down to take a look." The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.